Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the iol. Based on this information, the device did not cause/contribute to the event. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A purchaser reported that following an intraocular lens (iol) implant procedure, a patient was not happy with her vision and there was a refractive error. The iol was exchanged. Additional information was provided by the customer, who reported that the iol was exchanged for the same lens model, one and a half diopters difference in power.